Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) review of the most recent repair record determined that the rpms were out of specification, was out of calibration, and the control bar was loose. There were worn and damaged components. The bearings, fine adjustment cam, ball plunger, lever, machined head, pin, o ring, poppet housing, throttle gasket, and hinge throttle were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. After final investigation, the rpms on the device were noted to be outside of specification. Diligence is complete.